Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. Device discarded.

Event description:
Reported by physician to (B)(6), physician has a patient who she believes may be having a reaction to the catheter material. The alleged reaction is at the insertion site where the catheter enters the vein. Pt has hx of allergic reactions, and has frequent exposure to catheter materials. No product identifiers available at this time. Per the reporting physician, the patient allegedly exhibited itching, redness, and swelling along the catheter site. He was diagnosed by the physician with thrombophlebitis and treated with antibiotics, heparin and line removal. A PICC line was placed and reportedly itched some at the insertion site but ultimately did not develop the same reaction. At this point, they physician believes infection rather than allergy was the cause.